Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.

Manufacturer narrative:
No information regarding the patient's current status has been received as of yet. The product invovled in the alleged incident was not returned; therefore an evaluation was performed on retain samples yielding results within specifications.

Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced the debonding or fracture of posts and one (1) patient experienced a composite failure after the use of etch gel and placement with bond 1. The doctor was not definiftive as which of the two products were involved in the restoration failure of each patient. Two (2) reports will be submitted for each patient; one report for each of the alleged products; therefore eight (8) total reports will be submitted. This is the eighth of eight reports with regard to patient #4 and composite failure.